Manufacturer narrative:
An optical examination of returned instrument's optical lenses identified foreign material on external lens surfaces. After cleaning, an image was taken using the instruments. No fogging or darkness identified on the images taken utilizing the returned instruments. Associated documentation states the instrument must be entirely free of moisture prior to usage to avoid fogging during surgery. The above observations are consistent with inappropriate care and maintenance of the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a spinal surgery due to lumbar disc herniation. Intra op, the surgeon encountered blurred vision from the endoscopy. The cause was predicted as water(moisture) into the endoscopy. The product came in contact with the patient. No patient complications were reported.